Manufacturer narrative:
Cmp (B)(4) h3- the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a cr impactor head fractured off. Attempts to obtain additional information have been made; however, no more information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11 visual examination of the returned product identified signs of use in the form of nicks and gouges. The pad was fractured, and not all pieces were returned. Product identifiers where measured were found to be conforming and verified. Device was submitted for further analysis. The analysis identified the fracture was consistent with the device fractures analyzed in zrm_wa_0507_19, which indicates overload failure or low cycle fatigue culminating in the overload failure. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. The complaint is confirmed via returned product. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends.